Event description:
Cable used to monitor baby intrauterine quit tracing pt/baby on fetal heart monitor. Baby stillborn. Monitor tested okay, but cable test would not pick up any tracings. Changed kendall cable and was able to pick up pt's heart rate/tracing before its death intrauterine.